Event description:
Potential for injury associated with an m51 consumer power chair where the directional controls are reversed (left is right and right is left). This event creates the potential for the chair to go in an unintended direction.